Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the pump clamp on the number five pump broke. An alternative device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.